Event description:
During a check-out procedure at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.